Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury.